Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 263 mg/dl at the time of the incident. Customer states they are unable to remove the plunger rod. Customer stated that she doesn't need to trouble shoot air bubble because she can not use the reservoir. The air bubble is stuck. Can't flick it to the top. The reservoir was expected to be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test per (B)(4). Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. Also, performed manual test per (B)(4) appendix g and found plunger easy to release from stopper-plunger.